Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient developed an infection in her left breast which made her feel sick. She also described a fire-hot sensation under the breast and her incision scar appeared red. After a couple of consultations with their health professional regarding this matter, the patient underwent explantation on (B)(6) 2022.